Event description:
It was reported that a dissection occurred. The patient was diagnosed with small vessel disease (svd) of the left anterior descending artery (lad) and right coronary artery (rca). Vascular access was obtained via the femoral artery. The 80% stenosed, 20mmx3.00mm, de novo, was located in the moderately tortuous and mildly calcified right coronary artery (rca). After predilatation, a 20 x 2.75 promus premier select was advanced to the proximal rca and deployed. Following stent deployment, a proximal edge dissection was noted. A 16 x 3.50 promus premier select was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable, responding well to the medicines.